Event description:
It was reported the patient had no stimulation sensation. The patient used their programmer this morning, it was ¾ charged but put new batteries to be safe and when they turned it on, it showed an a and a lightning bolt and it didn¿t turn on. The programmer turned on once but then the patient turned it off to do something, but then it didn¿t turn back on. The patient successfully synched and saw the adaptive stim was on and the stimulation is on and was 5.50v but the patient didn¿t feel any stimulation when they changed the settings up and down. The stimulation in their body kept going on and off. The patient was walking their dog and they felt it. The patient received assistance from the manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3998, lot# v530428, implanted: (B)(6) 2012, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37754, serial# (B)(4), product type: recharger, product ID 37754, serial# (B)(4), product type: recharger. (B)(4).